Manufacturer narrative:
The initial MDR 2432235-2016-00746 was filed on (B)(6) 2016. Corrected information ((B)(6) 2017): upon further review it was noted that the initial MDR 2432235-2016-00746 filed on (B)(6) 2016 had the incorrect manufacturing site/address listed in section .

Manufacturer narrative:
A siemens technical application specialist determined that the customer was using incorrect calibration factor value for glucose methods. Upon siemens tas instructions, the customer corrected the calibration factor value. The cause of the incorrect calibration factor value being used was due to the human factor issue. The device is performing as intended. No further evaluation of device is needed.

Event description:
The customer of the advia chemistry instruments was using incorrect calibration factor value for all glucose methods on all four of their instruments. As per advia chemistry calibrator instructions for use, glucose calibration value changes every six months. The customer had run patient samples with incorrect calibration factor values. The customer reported the results with incorrect calibration factor values to the physician(s). The customer did not repeat any of the patient samples to verify the results. There are no known reports of patient intervention or adverse health consequences due to the use of incorrect calibration value.